Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post reset ram crc error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer reported insulin pump did not received low battery alert prior to the event. Customer reported power loss alarm and replace battery alarm. This was the second occurrence of replace battery alert or no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial and follow-up report in section h6 under medical device problem code was incomplete. The updated information was included in section h6 under medical device problem code as 2885 with this report.

Manufacturer narrative:
Retainer ring black. Customer returned device for alleged insulin pump error alarm, and unexpected battery power loss found on (B)(6) 2022. The device passed the displacement test, active current test, self test. The device failed the sleep current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump software. No replace battery alert and insulin pump error alarm were found during testing. The power management tool confirmed indicated abnormal behavior of the lithium backup battery unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Device trace download analysis confirmed the device alarmed a insulin pump error alarm on (B)(6) 2022 at 04:17:03.000, and a replace battery alert was found on (B)(6) 2022 at 16:52:00.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Swapping out test boards confirms the high sleep current and unexpected battery power loss is isolated to electrical board 2. The following were found during visual inspection: scratched case, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Insulin pump error alarm was not confirmed during testing. Unexpected battery loss was confirmed, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.